Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. A versacross connect access solution kit was selected to be used for the transseptal puncture (tsp) portion of the procedure. Right femoral vein access was obtained, and a full dose heparin was given to the patient. The was and the versacross connect dilator were advanced over the wire to the superior vena cava. Using transesophageal echocardiogram (tee) guidance a tsp was performed, and the versacross wire and was were advanced across the septum. After the dilator was removed, a thrombus was noted on the tip of the was and was aspirated. After it was aspirated, tee showed more thrombus where the was was crossing the septum. The physician removed the was and the wire. After removal, damage was noted at the tip of the was where it meets the dilator transition. The physician stated that it appeared crushed and that they were unsure of the cause. The patient was put on a heparin drip and admitted to the hospital. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve the device status are in progress. The device has not been received for analysis. A supplemental report will be filed if the information is received.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. A versacross connect access solution kit was selected to be used for the transseptal puncture (tsp) portion of the procedure. Right femoral vein access was obtained, and a full dose heparin was given to the patient. The was and the versacross connect dilator were advanced over the wire to the superior vena cava. Using transesophageal echocardiogram (tee) guidance a tsp was performed, and the versacross wire and was were advanced across the septum. After the dilator was removed, a thrombus was noted on the tip of the was and was aspirated. After it was aspirated, tee showed more thrombus where the was was crossing the septum. The physician removed the was and the wire. After removal, damage was noted at the tip of the was where it meets the dilator transition. The physician stated that it appeared crushed and that they were unsure of the cause. The patient was put on a heparin drip and admitted to the hospital. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the current status of the patient and discharge date are unavailable per the facility.

Manufacturer narrative:
Additional information was provided in section b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.